Event description:
"While using cherry dissector, the doctor found a part of 10 mm sleeve fell on the body of the patient. In order to make sure if there is no material left in the patient, the staff broke down the sleeve, and they made sure that there is no material left in the body."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: one (1) trocar from the event unit was returned for evaluation split in half. Upon inspection, engineering found cut marks on both the shield and duckbill and confirmed that the septum was torn. No other damages to the unit were noted. All gelpoint units undergo 100% visual inspection during the assembly and packaging process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) cautions that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion and instruments with high textured surfaces should be coated with a sterile lubricant. This document represents our final report.